Event description:
It was reported that the mandibular component was repositioned, resulting in insufficient fixation; therefore, it will be replaced.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h6. The reported event could not be confirmed as no scans were provided and the products were not returned for investigation. The patient received bilateral tmj implants on (B)(6) 2025. Following a dislocation, the right mandibular component was repositioned but subsequently loosened due to insufficient fixation, likely caused by pre-existing screw holes; no further scans or new implant cases have been submitted, and it remains unclear whether additional surgery is planned. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.